Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched while attempting to maneuver difficult anatomy. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.